Event description:
It was reported that during the procedure the plastic piece surrounding the biopsy broke off, leaving just the cannula. When the cannula was being removed in broke off and the patient had to go for surgery the following day to remove the broken pieces.